Event description:
Inguinal hernia operation in 2006. Following operation with composix hernia patch bard mesh and perfix plug recovery room problem. Pain increasingly severe. Six weeks later, constant shooting pain into groin and leg and in the incision. Dr said, it would take time. It has been 20 months and no relief. Dr mason said, it was the nerves that didn't heal right. Lot 43dpd097 on the perfix plug according to the hosp. Following are the many doctors and injections and prescriptions. At this time, I am in constant pain unable to live the same life I did before. Simple walking is a problem. It has come to my attention that the plug may move or shrink causing the nerve damage. I have asked the following doctors if they would correct the surgery. None would because the consequences could be debilitating. Dates of use: 2006 - 2007.